Event description:
Manufacturer received an email reporting discrepant results on the device. No information was provided on how many patients were involved. Caller reported one comparison as 7.7 inr and 3.95 inr. A second comparison was >8.0 inr and 4.69 inr. A third comparison reported was 5.3 inr and a lab of 3.91 inr. A fourth comparison reported was 5.0 inr and a lab of 3.48 inr. A fifth comparison reported was 4.7 inr and a lab of 3.29 inr. A sixth comparison reported was 7.7 inr and a lab of 4.54 inr. No adverse event reported. Requested return of suspect device and replacement was sent.